Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, via social media, an error message occurred on the receiver that the receiver would no longer work. No medical intervention was reported. Additional event or patient information is not available.